Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for slits, crimped melted product with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that multiple slits, and an area that is "crimped/melted" was found on a bd vacutainer® push button blood collection set with pre-attached holder. There was no report of exposure, injury or medical intervention.